Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.

Event description:
The info received via email read as follows "I have a client, whose spouse died after receiving a cordis stent implant. Please notify me of the address to send a letter of representation." No further info was provided.